Event description:
Customer called to report a clear fluid leak of approximately 20 milliliters from the coulter lh750 hematology analyzer slidemaker. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the leak was isolated to the slidemaker of the instrument. The fse also found that the tubing at valve vl2 was punctured at the sample access module. The fse replaced the tubing to address the issue. The fse then noticed that the fluid had reached the fd7 (front detector 7); therefore, the fse replaced fd7. The cause of the leak is attributed to the pinhole in the tubing at vl2. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).